Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication logistics management printer was printing light. A field service engineer (fse) attempted to adjust the printer settings by darkening the image, however the issue was not resolved. The fse then replaced the paper due to discoloration and confirmed that the printing quality was restored after the replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication logistics management printer was printing light. However, there were no delays, adverse events or injuries reported based on this event.